Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced an unreliable device. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of an unreliable device could not be determined. A root cause could not be determined.